Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
It was reported that the unit declared a high fio2 alarm that could not be reset. There was no patient involvement.

Manufacturer narrative:
G4: 08may2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) contacted the customer to notify them that this unit had been previously retired. The unit had an out dated battery with no parts available. The customer reported ordering a replacement battery for the unit. The fse went onsite and performed troubleshooting and confirmed the reported issue was an air flow failure. He fse replaced the sensor board and exhalation flow sensor; however, the issues persisted. The unit shut down then turned back on. The fse reported that the unit is breaking down. The unit was removed from service. The fse determined that the unit was not safe for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.